Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank and the lcd screen was replaced. Additional information received from the third party service center confirms no issue with the lcd was found. An internal battery failure was found at the third party service center. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.